Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy procedure, when the clip applier was being used to ligate the vessel, the jaws of the device were unable to close at the same time the curved stainless steel of the retractor was not opened. A new device was used to complete the case. There was no patient injury.